Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had polymorphic ventricular tachycardia (vt) and their implantable cardioverter defibrillator (ICD) failed to convert the rhythm. The rhythm was self-terminated. Defibrillation threshold testing confirmed the ability of the device to defibrillate. The origin of the event appeared to be a pause dependent in the clinical vt. The device was explanted and replaced due to an upgrade to allow pacing to prevent pause dependent vt. During the replacement procedure, the device and the right ventricular (rv) lead were contaminated behind a drape at the patient's head. The proximal portion of the lead was cut and removed and the remainder of the lead was capped and buried. The replacement rv lead was implanted, but following placement of the lead, the physician found that the right atrial (ra) lead could not be manipulated with the rv lead sheath in place. The rv lead dislodged during splitting of the introducer. The patient was noted to be obese and due to the volume of tissue surrounding the lead, the lead could not be manipulated to repositioned. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.